Event description:
Note: this report pertains to the second of three reported malfunctions which occurred during the procedure. Refer to MFR report #3005099803-2008-07196 for details regarding the first device. According to the complainant, the gauge needle was stuck. The device, was replaced with a third alliance ii integrated inflation device. Refer to MFR report #3005099803-2008-07198 for details regarding this device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.